Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A review of the instrument history showed that the user facility purchased the device on (B)(6) 2019. As part of our investigation of this report, an ess visited the site on may 18, 2020 to provide a reprocessing in-service. During the site visit, the ess noted the following: ¿the customer did not perform aspirating with detergent during manual cleaning and they do not have a suction machine in the reprocessing room. Also, staff member did not wait for detergent flushing cycle to finish with their non-olympus flushing machine before draining the sink of detergent solution.¿ . This report will be updated accordingly if additional and significant information is received at a later time.

Event description:
The user facility requested a reprocessing in-service from an olympus endoscopy support specialist (ess). No adverse event reported associated with this report. No other information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-3404. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due conducted reprocessing without fully understanding instructions for use (IFU). The product¿s IFU(reprocessing manual) described the following: 1.4 precautions" - only olympus-recommended or olympus-endorsed aers/wds have been validated by olympus. When using an aer/wd that is not recommended by olympus, the manufacturer of the aer/wd is responsible for validating compatibility of the aer/wd with each olympus endoscope and accessory. "Aspirate detergent solution through the instrument channel and the suction channel" - cover the suction cylinder of the endoscope with your gloved fingertip and aspirate the detergent solution through the instrument channel and the suction channel of the endoscope for approximately 30 seconds. "1.2 importance of cleaning, disinfection, and sterilization" when selecting appropriate methods and conditions for cleaning and disinfection and sterilization, follow the policies at your institution, applicable national laws and standards, and professional society guidelines and recommended practices, in addition to the instructions given in this manual.